Event description:
The customer reported a false negative result when testing a patient sample with the cardinal hcg cassette rapid test. The patient presented with nausea and generalized body aches. The customer stated that the results were negative at the read time but changed to positive after several minutes. The patient's serum hcg concentration was determined to be (B)(4) (units not provided), and the patient was determined to be 1¿3 months pregnant. No adverse events were reported.

Manufacturer narrative:
B3 - date of event has been updated as the actual date of occurrence was provided. B5 - describe event or problem updated with reason for testing. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical samples (203.0¿239.5 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retained product. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. ¿ very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. ¿ false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. ¿ this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.

Event description:
The customer reported a false negative result when testing a patient sample with the cardinal hcg cassette rapid test. The customer stated that the results were negative at the read time, but changed to positive after several minutes. The patient's serum hcg concentration was determined to be 14,127 (units not provided), and the patient was determined to be 1¿3 months pregnant. No adverse events were reported.

Manufacturer narrative:
B3 - date of event is an estimate as the actual date of occurrence was not provided. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical samples (203.0¿239.5 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformance's and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retained product. Complaints are tracked and trended on a monthly basis. Per the package insert: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.